Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Pending information on the following fields from under "contact (B)(6): office address: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with coolflow® irrigation pump and noise was heard during ablation as well as it did not stop high flow rate. At the end of procedure, an anomalous sound was head from the pump during ablation. The physician stopped ablating but the issue remains. Furthermore, the high flow mode did not deactivate and the flow was attempted to be changed to low flow manually, however, the issue was not resolved. The procedure was completed by changing the pump. There was not patient consequence. Since the high flow rate did not deactivate, it was determined for this complaint to be reportable due to the potential risk to the patient. The investigational analysis has been completed. The equipment was evaluated and no error found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports. No statistical trends have been identified at this time; therefore no CAPA has been requested.

Event description:
It was reported that a patient underwent a procedure with coolflow® irrigation pump and noise was heard during ablation as well as it did not stop high flow rate. At the end of procedure, an anomalous sound was head from the pump during ablation. The physician stopped ablating but the issue remains. Furthermore, the high flow mode did not deactivate and the flow was attempted to be changed to low flow manually, however, the issue was not resolved. The procedure was completed by changing the pump. There was not patient consequence. Since the high flow rate did not deactivate, it was determined for this complaint to be reportable due to the potential risk to the patient.